Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope was clogged but did not know where. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the air/water supply nozzle had no water flow and residue inside the channel. The additional evaluation findings were as follows: the radio frequency identification (rfid) and production labels were peeling, switch #1 had a cut, the control knob had play, the objective lens was cracked, the light guide lens had a crack, the bending section cover glue had a crack, the insertion tube had minor scratches by the grip, and the scope connector had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.